Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Actual weight reported was (B)(6). (B)(4), indication for use. Multiple abbott and non-abbott balloon catheters were used for treatment dilatation of the entire vessel, the three xience v and graftmaster stents without incident. A 3.5 mm x 12 mm xience v met resistance and could not cross, but after re-insertion could cross and was successfully deployed in the proximal rca with balloon inflations. A 4.0 mm x 8 mm xience v was deployed in the distal rca distal to the graftmaster stent in the lesion of the mid segment. Post-dilatation was performed at high pressures using bigger balloons up to 3.5 mm and 4 mm without incident due to concerns over malposition of the 4.0 mm x 8 mm xience v stent struts. Intravascular ultrasound (ivus) was performed still showing malposition of the second stent placed distal to the graft master. Additional inflations with a 4.5 mm balloon followed by ivus confirmed full apposition of the stent. It was noted as acute thrombosis of unknown etiology, suspecting a strut or so had malpositioned 2 lesions that were probably very calcific, ecstatic, and aneurismal. Intracoronary reopro was given and the patient was placed on a reopro drip to achieve full resolution of the thrombus post procedure. The patient was discharged (B)(6) 2011 in good condition. No additional information was available. There was no reported product deficiency and the product was not returned. The reported patient effects of arrhythmia, hypotension and thrombosis, as listed in the graftmaster coronary stent graft instructions for use are known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It was reported the graftmaster stent was used for treatment of an aneurysm. It should be noted the graftmaster coronary stent graft instructions for use (IFU)states: the jostent graftmaster is a balloon-expandable pre-mounted coronary stent graft for intraluminal chronic placement in coronary arteries or aorto-coronary bypass grafts for the treatment of acute coronary artery perforations. The four xience v stents are each being filed under separate MFR numbers.

Event description:
It was reported that during a procedure the graftmaster was used to isolate an aneurysm in the proximal right coronary artery (rca). The graftmaster was successfully placed with the exclusion of the aneurysm as noted by angiography and there were no related complications. Additionally a 3.0 mm x 15 mm, 3.0 mm x 15 mm, and a 3.0 mm x 12 mm xience v stents were implanted in the distal, mid, and proximal rca during the procedure. Difficulty was experienced with the 3.0 mm x 15 mm distal stent, and the 3.0 mm x 12 mm proximal stent crossing the lesion, using multiple attempts to cross and needing additional pre-dilatations, including use of a buddy wire with the 3.0 mm x 15 mm xience v to reach the target lesion. Once placed the same 3.0 mm x 15 mm stent was deployed at an atmosphere above rated burst pressure without incident. Residual stenosis of 0% was achieved with excellent timi iii flow. The patient was in the recovery area for about 1/2 half when severe chest pain with mobitz type 2 heart block, and dropped blood pressure was noted. There was significant st segment elevation suggestive of acute thrombosis of the stent(s). The patient was brought back emergently to the cardiac catheterization lab where an angiogram showed complete occlusion of the artery. Thrombectomy passes were performed with the non-abbott catheter to the three xience v stents. The 1.5 x 20 mm mini trek was attempted but could not cross or advance the occlusion.